Manufacturer narrative:
Product event summary: the product was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced dyspnea. An x-ray observed the right atrial (ra) lead and left ventricular (lv) lead was dislodged. The patient was treated with medication and pacing reprogramming was performed. A revision was performed resulting in replacement of the ra and lv leads. The patient is a participant in the optilink hf study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: c174awk implantable cardioverter defibrillator (ICD), (B)(6)  2010; 693565 implantable tachy lead, (B)(6) 2010; 419488 implantable pacing lead, (B)(6) 2010. (B)(4).